Event description:
Sterile technique of proper handling of simplex hv bone cement was not observed by (B)(6) when staff preparing the operation room for a total knee arthroplasty. As a result, the sterile field of the surgery was contaminated with the patient draped and ready for surgery. The room was broken down and reopened prior to surgery causing a delay of 30-40 minutes. The patient remained stable as the sales rep indicated that there were no unanticipated medical procedure, treatments or therapy necessary to prevent an adverse event. The procedure was completed successfully without any adverse consequences to the patient.